Manufacturer narrative:
This supplemental report is being submitted to provide additional information received. Olympus received additional information that states there was no bleeding observed. The surgeon was placing lines when the sheath breakage occurred. The intended procedure was completed with the same device. Additionally, the sheath was inspected prior to use with no abnormalities noted. The user facility reported that this sheath had been stored in a storage cupboard prior to being used in the procedure.

Manufacturer narrative:
This supplemental report is being submitted to report the device evaluation results and additional information from the original equipment manufacturer. The device was returned to the service center for evaluation. A visual inspection confirmed on the original package returned with the device. Only the dilator was returned; no outer sheath was returned for evaluation. Visual inspection found that the distal tip of the dilator is broken and the piece was returned. The piece does match up with the dilator which indicates no pieces were left behind or are missing. The dilator does bend properly around a 1 inch fixture several inches from the distal tip without issue. However when the tip was manipulate sideways it broke again. The device label is slightly yellowed, perhaps due to environmental exposure which may have contributed to the reported failure. The OEM performed a review of the DHR and found no anomalies during the manufacturing of the subject device and lot number.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The cause of the reported event could not be confirmed at this time. In addition, there is insufficient information regarding the reported device, patient and procedure. Olympus followed up with the user facility to obtain additional information regarding the reported event but with no result. Olympus will continue to investigate this complaint to obtain more detailed information regarding the reported event. If additional information becomes available, this report will be updated and supplemented accordingly.

Event description:
Olympus was informed that during a therapeutic ureteroscopy procedure, while withdrawing the access sheath the obturator tip broke off fell in the patient¿s kidney. The user facility reported that the device fragment was retrieved. It is unknown if the intended procedure was completed. There was no patient injury reported.